Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein of the upper arm. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was advance for dilation. The balloon ruptured upon fourth inflation at 8 atmospheres for 30 seconds. The device was removed without any problem but with the newly launched peripheral cutting balloon having a diameter of 7mm, it was expected that it will be more difficult to insert and remove from the sheath than the previous 6mm or less. The procedure was completed with this device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Manufacturer narrative:
E1 - initial reporter city: (B)(6). H6 - device codes: updated. Device evaluated by MFR: the complaint device was returned to our post market quality assurance laboratory. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 6mm distal of the proximal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified cephalic vein of the upper arm. A 7.00mm / 2.0cm / 50cm peripheral cutting balloon was advance for dilation. The balloon ruptured upon fourth inflation at 8 atmospheres for 30 seconds. The device was removed without any problem but with the newly launched peripheral cutting balloon having a diameter of 7mm, it was expected that it will be more difficult to insert and remove from the sheath than the previous 6mm or less. The procedure was completed with this device. There were no patient complications as a result of this event.